Event description:
Information was received from a friend/family member regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain indications. It was reported that the communicator was always been slow from day 1, this morning when they tried to get a bolus, they got the 'restart app error'. Agent attempted to clarify the issue. Patient representative (pt rep) stated that they the loading screen will go up quickly to 90 but will sit there for 3 or 4 mins. Agent reviewed information. Agent walked pt rep clearing the data. Pt rep confirmed they were able to connect to myptm without a problem. Pt rep mentioned they had an office visit earlier and they did 1 bolus however the handset showed that they only have 4 boluses left already and that was the time they saw the 'restart app error'. The bolus parameter showed bolus duration: 1 min, lockout duration: 2 hours, bolus restriction window: 1 bolus / 2 hours and boluses per day: 6. Pt rep confirmed that they tried to bolus before they went to the doctor's office. Agent reviewed information. Agent told pt rep that they can reach out to their doctor to check the pump logs to check if the bolus they requested this morning went through. Pt rep will call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID hh90t01 (serial: (B)(6); product type: 2201-mobile platform; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.